Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) experienced a syncopal episode. At this time, the cause of the syncope is unknown. Additional information was requested; however, no further information is currently available.

Manufacturer narrative:
Our records indicate that this device remains implanted. If additional information is received, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Additional information received indicates this device was explanted for normal battery depletion. No additional adverse patient effects were reported.